Event description:
Pt's son reported that on the first exchange the pt complained of extreme pain and not being able to breathe. The pt was taken to the emergency room and they drained out 5000ml of solution from her.